Event description:
It was reported that the procedure was to treat a right coronary artery. The procedure was completed and the devices were removed from the anatomy except for the co-pilot and the guiding catheter. Final angiography was performed when an air bubble was noted in the artery. It is unknown what caused the air bubble and the patient was given nitroglycerin. There was no clinically significant delay in the procedure. The physician also commented that the co-pilots in the priority packs (ppack) are different than the ones that are individually packaged. The caps of the co-pilots that are in the ppack are not as tight when removed from the packaging as the individually packaged ones, causing additional manipulation to get them to work properly. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.